Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: investigation revealed two cracks in the battery compartment. Unrelated to this issue, the bottom of the keypad was peeling up near the ok button. The keypad was fully functional and upon removal of the keypad cover, no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/08/2016. Investigation revealed two cracks in the battery compartment